Event description:
Customer reported a malfunction alarm on their insulin pump with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level, which did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent, and the customer acknowledged the steps needed to return the defective pump to tandem while continuing to use the current pump until the new one arrives.